Event description:
Customer reported that the indicated battery charge increased by 10% in a short period, but there was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.